Event description:
Boston scientific received information that a high, out-of-range shock impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information was received that the ICD system was tested with a synchronized shock that returned a normal shock impedance of 83 ohms. The physician decided there was no need for further action at this time. The issue is still ongoing. The systems remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.